Event description:
It was reported that the right atrial (ra) lead had high and unstable thresholds. It was also reported that there was a loss of capture and sensing on the ra lead. It was further reported that the ra lead had dislodged and was in the right ventricle. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.